Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and the gear was damaged. The comb and gear were replaced. Additional unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00419.

Event description:
It was reported that during surgery, the gear was broken, comb was bent, and the device got stuck while ratcheting. There was no harm or injury indicated. There was a 15 minute delay in the procedure and another device was used to complete the procedure. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.

Event description:
It was reported the device has a broken gear and a bent comb. No adverse events were reported as a result of this malfunction. No harm or delay were reported. Due diligence is in process to date no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. Telephone number: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.